Manufacturer narrative:
Concomitant medical products: product ID: 377745, lot# v008643, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The device had not been working for 2 years. The implant was on and the manufacturer representative tried to get the patient to feel stimulation but they couldn¿t feel it. The patient¿s impedances were reading >3600 ohms on all electrodes. The impedances were out of range. The battery value was at 2.875v and the battery was okay. An x-ray was going to be scheduled in 2015. The cause of the issue was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.